Event description:
Rptr indicated that the pt had drainage at site noted during follow up visit in 2001. Antibiotics were prescribed. The next day, the pt developed a fever, and rash as result of the antibiotics. Pt was prescribed a different antibiotic. Physician reported that the site is looking better after three days on the new antibiotic. Attempts to obtain add'l info have been unsuccessful.